Event description:
It was reported that 23 days post implant, the pocket incision had not healed despite have received wound care. The implantable cardioverter defibrillator (ICD) was indicated to have been visible outside of the patient's body before the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.